Event description:
The patient stated that they had developed an infection three months after their implant. They were admitted to clinic on (B)(6) 2015 and believed that the surgery was on the same day until (B)(6) 2015. Stated that they then were transferred to the ICU. They were unsure if it was a partial or full system explant. The infection was confirmed. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.